Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of low blood glucose of 33 mg/dl due to not calibrating correctly. The customer also indicated to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 80 mg/dl and blood glucose was 33 mg/dl. Customer also indicated that calibration errors have been received during normal use. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. No further assistance required.